Manufacturer narrative:
The tip was found to have a damaged dielectric membrane. The investigation is ongoing.

Event description:
During a thermage treatment the tip sparked. There was no patient impact.

Manufacturer narrative:
There was no impact to the patient, but patient burns are possible when there are damages to the treatment tip membrane. Field service confirmed damage on the tip membrane along the rf trace. Investigation of this issue found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4). There has been one similar complaint for this lot. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary. A review of the manufacturing records showed all requirements were met. Solta will continue to monitor complaint data to determine if there are any trends related to this failure mode. The investigation is complete.